Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, lot # h627486) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device (hex drive feature) was broken off. The broken distal tip fragments were not received at cq. The observed device condition was consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional inspection of the received device was performed at cq. Outer diameter of the drive shaft was measured which was within specification as per the relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed conclusion: the complaint condition was confirmed for the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, lot # h627486) as the distal tip of the device was broken off. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6: a device history record (DHR) review was conducted: part #: 314.743, synthes lot # h627486, supplier lot # h627486, release to warehouse date: 14 jan 2019, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, on unknown procedure patient had a distal femur non union, while using ria system the tip of the ria broke off along with the side of the reamer head. They got the second ria to fix the problem. There were also items in washing area in sterilization processing department (spd) that were broken and snapped, these are two (2) depth gauges for screws. Fragments were generated from broken device, and done and was retrieved easily. There was no other medical intervention required just needed a new ria device and they took some extra x-rays. There was a slight delay of the surgery. Procedure was successfully completed. There was a patient involvement. This report is for one (1) drive shaft-minimum 520mm length-for use with ria this is report 1 of 3 for (B)(4).